Manufacturer narrative:
A ge service representative performed an onsite investigation. The system pcbs and connectors were evaluated and reseated. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The fse, reported that the system intermittently displays an ma sensor message. This error occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death.